Manufacturer narrative:
Thermogard xp ivtm system (sn (B)(4)) was preliminarily evaluated by zoll services at the zoll (B)(6) service depot. The reported complaint of the thermogard console displayed tcmid:06 (ce post failure) error message was confirmed during the event log review, and functional testing. The root cause for the reported complaint was due to defective cooling engine, as a result of normal wear and tear of the console. The thermogard console was manufactured in march 2015, and is beyond its expected serviceable life of 5 years. During the visual inspection initially performed by the zoll (B)(6) service, observed the tip of the air bleeding hose from the water level sensor was squeezed in between the housing thus confirming the customer reported issue of, "air bubbles coming out of propylene glycol in the coldwell." Air was forced through the hose to remedy the observed issue. In addition, the line from the cooling layer to the water level sensor was observed contaminated, unrelated to the reported complaint. This type of issue is the characteristics of normal wear and tear for the life of the device. Further testing was performed at zoll (B)(6) service depot and during functional testing the console displayed tcmid:06 error, thus confirming the customer complaint. The defective cooling engine was replaced to address the fault. Also, noted intake air filter was missing during the visual inspection, likely due to the user mishandling, unrelated to the reported complaint. The event log review showed the occurrence of multiple tcmid:06 errors on the reported complaint date. Following the repair, the thermogard console passed all the testing with no issue, or faults observed. All tests and readings are within the specified limits, and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard console sn (B)(4).

Event description:
During the device check for patient use, the thermo-gard console (sn: (B)(4)) displayed tcmid:06 (ce post failure) error message when was powered on. Before the error, the user observed air bubbles coming out of propylene glycol in the cold well. The thermogard console use was discontinued, and alternative therapy was used for the treatment. No consequences, or impact to patient.